Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and dissatisfaction with the pump position, stating that it was positioned too low. As a result, the pump was explanted, the tubing was shortened, and the pump was repositioned and replaced. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100747611 . Model/catalog description: reservoir . Unique identifier (UDI) # (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with malposition may have been due to a placement error at the implant procedure. Based on the information available, the conclusion code of unintended use error caused or contributed to event was assigned to this investigation.